Manufacturer narrative:
This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that a signal artifact monitoring (sam) was recorded from implantable pacemaker due to exhibiting noise from the atrial and ventricular channels. This led to the minute ventilation being disabled. Reenabling of the minute ventilation was discussed. This device remains in service. No further adverse patient effects were reported.